Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia repair on (B)(6) 2016 and the suture was used. The suture broke post-operatively, while the patient was awakening. It was also reported that, while the patient was waking up, a pop was heard/felt. The suture did not break at the knot or tear away from the tissue. The patient was repaired primarily with another suture. Additional information has been requested.